Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with worn gears on the channel b pump head module. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, worn gears on the channel b pump head module was observed. The failure code 812:02 which was reported by the customer to have occurred during bio-med testing confirmed the worn gears. This failure code is mainifested as a result of the worn gears. The channel b pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.